Event description:
On (B)(6) 2014, the patient contacted animas and reported a power loss issue with the pump. The patient stated the pump lost power and when she tried to reboot the pump, the pump would not power on. It was noted that the patient had received multiple ¿low battery¿ alarms. The patient reportedly changed the battery multiple times and also replaced the battery cap with no resolve. It was noted that the pump was reviewed and there was no indication of a ¿replace battery¿ alarm in the pump alarm history. The patient denied damage the pump. There was reportedly no moisture or corrosion noted in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.